Event description:
During a clinic follow-up, a decrease in the pacing impedance and an increase in the capture threshold were observed on the right ventricular (rv) lead. Additionally, pocket stimulation was observed on the rv lead. The device was reprogrammed to a unipolar configuration to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received. Implant date was estimated to be in 2020.